Event description:
It was reported that: the catheter was found to be blocked 1 day after insertion. They were unable to flush and they were unable to get bp reading. The catheter was removed. There was no replacement. The patient was reported as fine. There was no harm or injury.

Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported **UDI related data quality updates only.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the catheter was found to be blocked 1 day after insertion. They were unable to flush and they were unable to get bp reading. The catheter was removed. There was no replacement. The patient was reported as fine. There was no harm or injury.

Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the catheter was found to be blocked 1 day after insertion. They were unable to flush and they were unable to get bp reading. The catheter was removed. There was no replacement. The patient was reported as fine. There was no harm or injury.